Manufacturer narrative:
B3: used bsc aware date as event date as it is unknown.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. At a routine follow-up visit, transesophageal echocardiogram (tee) imaging revealed that the closure device had shifted from its original implant position and had fallen deeper into the laa. A computed tomography (CT) scan was ordered to confirm the presence of a leak around the closure device and to assess whether the device remained therapeutic in occluding the laa. The physician is still deciding next steps in response to the event.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. At a routine follow-up visit, transesophageal echocardiogram (tee) imaging revealed that the closure device had shifted from its original implant position and had fallen deeper into the laa. A computed tomography (CT) scan was ordered to confirm the presence of a leak around the closure device and to assess whether the device remained therapeutic in occluding the laa. The physician is still deciding next steps in response to the event. It was further reported a leak of unknown size was identified around the closure device, and there was no leak at time of implant. The physician is still deciding how to proceed. The patient remained stable, and no complications were reported. The physician is currently evaluating the imaging results to determine the appropriate next steps.

Manufacturer narrative:
B3: used bsc aware date as event date as it is unknown. B5: information added. H6 patient code added: failure to seal.